Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method and results: device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation: not performed as medical records were not received. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: found no other events have been reported for the manufacturing lot. Conclusions: it was alleged the trident liner was revised due to dislocation. The exact cause of the event could not be determined because the device was not returned for evaluation and no medical information was provided. If the device and/or additional information are received, this investigation will be reopened and re-evaluated. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that surgeon revised patient's right hip due to dislocation.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that surgeon revised patient's right hip due to dislocation.